Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reported that the most probable causes for the reported event are as follows: it is presumed that the event was caused by user's handling. As a result of confirming the DHR, it was confirmed that the product was shipped in a condition where the specifications were met. From the information in the event description, it was confirmed that the acoustic lens was cut, and the cut has reached the ultrasound transducer under the lens. Because the damaged state of the acoustic lens was a cut, it is presumed that external force was applied such as touching the surface of the acoustic lens with a sharp object, and then the acoustic lens was cut. In addition, also because of the chipping of the ultrasound image and the damage to the ultrasound transducer, it is presumed that external force was applied to the surface of the acoustic lens." The instruction manual states ¿when confirming the instruction manual at the product shipment related to ""important information ¿ please read before use"", the following was described: do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." .

Manufacturer narrative:
The device was returned to the service center for evaluation. The evaluation found the probe unit pin coding damage. The bending section glue was found cracked. The scope passed the leak test. The instruction manual states ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.

Event description:
The service center was informed that during reprocessing the rubber on the distal tip of the scope was torn. It was reported that the scope had been used to complete an unspecified procedure, prior to reprocessing without issue. There was no patient injury reported.